Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0056619r, implanted: (B)(6) 2000. Product type: catheter. (B)(4).

Event description:
It was reported the patient experienced withdrawal symptoms. It was reported the patient had "some withdrawal" and was not getting adequate relief of symptoms. Oral medication had worked but then when withdrawn; the patient had a return of symptoms. It was reported a roller study was to be performed at the patient's appointment on (B)(6) 2013. It was not known when the symptoms had started. The device system was used to deliver morphine. It was later reported the patient had a kink in their catheter and they "only needed to" replace the connector. It was reported that the patient was getting great cerebrospinal fluid back now. Additional information has been requested, but was not available as of the date of this report.